Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had the battery replaced in (B)(6) 2010. An infection was found after changing the battery and the device was exposed. The system was explanted and replaced. Additional information has been requested, but was not available as of the date of this report.